Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified. (Expiry date: 09/2021). Device pending return.

Event description:
It was reported that some time post port implant, the device was allegedly unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device was returned for evaluation. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g5. D4 (expiry date: 09/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port implant, the device was allegedly unable to aspirate. There was no reported patient injury.